Event description:
Boston scientific crm received information that the patient with this pacing system, experienced oozing from the pacemaker insertion site. A chest x-ray revealed a surgical sponge was in the pocket. The pacing system was explanted. No additional information is available at this time. If additional information becomes available, this report will be updated.